Event description:
It was reported the siderail collapsed which allowed the patient to fall off the stretcher. After investigation, it was determined the patient experienced a broken femur as a result of the fall which required emergency surgery. It was reported the patient expired the day after the surgery and the fall could not be ruled out as the cause of death.

Manufacturer narrative:
Investigation has been completed. B5 and h codes updated to match results.

Event description:
It was reported the siderail failed which allowed the patient to fall off the stretcher. The patient expired in the operating room while undergoing emergency surgery due to an injury caused by the fall. Attempts have been made to ascertain additional information regarding the specific failure of the siderail as well as details of the patient's injury but stryker has not received a response at this time.